Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump also had minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a nonresponsive keypad. The customer's blood glucose level was 280 mg/dl. Standard troubleshooting was performed. The customer stated that during battery out of limit troubleshooting, her keypad buttons stopped working correctly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.